Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Joint tensioning is based on the surgeon's clinical evaluation during the surgery. It is unknown how the surgeon determined the required joint tension, as no operative notes were received. Attempts have been made to obtain additional information; however, no information ha been received to date. The tm reverse shoulder surgical technique states "the joint should be stable throughout the range of motion. If the construct dislocates, varying thickness trial liners and/or trial spacers should be used to obtain the proper joint stability". Cause cannot be definitively determined. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported the patient was revised due to the humeral component dislocating.